Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump squirts insulin. The drive support cap is protruded. The blood glucose reading is 148 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with a protruded/loose drive support disk, cracked display window, cracked battery tube threads, cracked reservoir tube lip and a scratched lcd window.